Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned for analysis within a shipping box and a sealed bio-pouch. Damage location details: the marathon catheter shaft was found to have detached from within the catheter hub. The strain relief was found still attached to the catheter hub. Upon inspection, there does not appear to be the presence of adhesive at the distal end of the catheter shaft. No damages were found with the catheter shaft or distal tip. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s report was confirmed as the marathon catheter shaft was found to have detached from within the catheter hub. An incomplete or compromised hub bond can lead to an unintended detachment of the catheter hub from the catheter body. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vena galeni procedure using a marathon catheter, the catheter ripped or had a defect. Additionally, the introduction of the coil faltered, and catheter resistance was encountered at the hub, which subsequently cracked. The healthcare professional used a new marathon catheter, and the procedure was completed successfully with the patient remaining fine. No patient complications have been reported as a result of this event. Additional information received reported that the cause of the catheter hub defect was not determined.